Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. The customer had not reported any symptoms and was treated with food. Customer's blood glucose value was 49 mg/dl at time of incident. Customer's current blood glucose value was 187 mg/dl. Customer stated that they connected the transmitter to sensor and put a new sensor and it was looking for the transmitter. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer does not allege pump was over delivering. The product was not returned for analysis.